Event description:
It was reported that a vitality t27 final driver with a deformed tip was discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues related to this issue. A visual inspection revealed the tip is twisted/deformed. This event likely cannot be attributed to manufacturing or design related issues. The findings are consistent with excessive torsional forces since the surface is deformed in a spiral formation. The complaint is confirmed for vitality final driver for the failure of tip deformation. The failure could possibly be attributed to excessive forces being applied beyond intended use leading to tip deformation. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a vitality t27 final driver with a deformed tip was discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided.